Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device upgrade, suspected externalized conductors were observed via fluoro on capped lead.